Manufacturer narrative:
The local area field representative was contacted for additional information regarding event resolution and initial reporter contact details. At this time, no further information is available. Should additional information become available this report will be updated. This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode delivered an inappropriate shock due to oversensed mypotential noise, while the patient was planking during hot yoga. Review of the treated episode showed low amplitude r-waves in secondary, 1x gain. Automatic setup was performed, and secondary was chosen. Technical services (ts) discussed troubleshooting options and programming considerations, recommending an increase to 2x gain and potentially overriding automatic setup to select primary. This electrode remains in service. No additional adverse patient effects were reported.